Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that there is an issue with the device as she had unexplained high glucose level for the past days. The caller mentioned that the infusion set was changed, but her glucose continued to rise. The customer stated that she was vomiting before her admission. Troubleshooting was performed. The time, date, and settings were correct. The customer stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple bolus wizard and monitored. The boluses were delivered and recorded properly in the bolus history. After testing it was concluded that the device operated within specifications.